Manufacturer narrative:
The tracker was returned to the manufacturer for analysis. Analysis found that the black wire closest to the white wire was backed out of the connector. Through visual inspection, it was confirmed that the tracker was physically damaged. The general purpose input/output (gpio) box was returned to the manufacturer for analysis. Analysis found that the issue could not be duplicated. No failure was found with the gpio box. The gpio tracker cable was returned to the manufacturer for analysis. Analysis found that the left tracker had intermittent connection with the camera. Anytime the gpio tracker cable was manipulated, all points dropped out. Analysis found that the reported event was related to an electrical issue. Another gpio tracker cable was returned to the manufacturer for analysis. Analysis found that the camera was unable to locate and make connection with the left tracker. The gpio tracker cable was faulty. Analysis found that the reported event was related to an electrical issue. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturing date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The left tracker, cable and gpio assembly were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that during a new install calibration the left tracker was not tracking consistently and was unstable. The field service engineer checked the tracker and noticed that one of the cables was not plugged in all the way. No patient present.